Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4)

Event description:
It was reported that far field r-wave oversensing was noted on a remote monitoring transmission. An atrial lead warning was noted to be triggered for low impedance. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the atrial lead showed undersensing in the non-magnet strip with several false atrial high rate episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4024-52 lead, (B)(6) 1998. (B)(4).